Manufacturer narrative:
Samples were sent to the analytical lab of the supplier for additional analysis and testing. Ten (10) samples from four (4) lots were analyzed and tested. Analysis of the samples concluded that adhesive used in the manufacturing process was observed on the faceshield of five (5) of the forty (40) samples. The defect was difficult to see with the naked eye; however it was visible under 20 times magnification. No "oily residue/film" was observed on the sample devices. Review of the manufacturing processes, review of the device history records (DHR) and incoming inspection records of affected lots, no applicable nonconformances were observed. Personnel familiar with the manufacturing process relative to the application of the observed adhesive on the product were interviewed. The adhesive is applied using a guide in the fixture to ensure a localized uniform application to the faceshield. Although it could not be confirmed, potentially misapplication of adhesive during assembling process could have resulted in the observed defect; however there is not sufficient evidence to determine the true impact of the process. Even though the cause of the complaint could not be determined, the personnel were trained based on the problem description. Since all manufactured lots reviewed passed release criteria, no further actions are required at this time.

Event description:
It was reported that the toga had a heavy film on the face shield, which slightly distorted the users field of view. The reported toga was used to complete the surgery. There was no patient or user harm or injury reported and extension/delay in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.